Manufacturer narrative:
H.6 investigation summary: bd received 3 photos for this investigation. The photos were reviewed and the indicated failure mode for coring(stopper coring) was not observed. Additionally, retention samples from bd inventory functionally evaluated and no coring was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint was not confirmed for coring based on the investigation completed. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2e 3.6mg plus blood collection tubes an unspecified number of tubes exhibited coring (stopper coring) contributing to clogged instrumentation. There was no health impact or consequences reported.